Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") and uterine prolapse ("uterus prolapse") in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced uterine prolapse (seriousness criterion medically significant), swelling ("swelling") and arthralgia ("joints pain"). The patient was treated with surgery (salpingectomy was performed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, uterine prolapse, swelling and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, swelling and uterine prolapse with essure. The reporter commented: essure was removed due to patient´s request and due to medical reason. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") and uterine prolapse ("uterus prolapse") in a (B)(6) female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine prolapse (seriousness criterion medically significant), swelling ("swelling") and arthralgia ("joints pain"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. The patient was treated with surgery (salpingectomy was performed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, uterine prolapse, swelling and arthralgia outcome was unknown. The reporter provided no causality assessment for medical device removal, arthralgia, swelling and uterine prolapse with essure. The reporter commented: essure was removed due to patient´s request and due to medical reason. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the physician is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.